Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual and found sensor cannula bent and electrode separated from cannula tubing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 115 mg/dl and the sensor glucose was 53 mg/dl at the time of the incident. The customer¿s blood glucose was 115 mg/dl. Troubleshoot was performed and the customer stated that insulin delivery was suspended. Insulin delivery was suspended due to sensor glucose value that triggered the suspend event was 56 mg/dl and threshold/low suspend limit in sensor settings was 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.